Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, it was reported that while the patient was at school, the cgm reading was just above 200 mg/dl, whereas the bg fingerstick indicated low. The patient was incoherent. The patient uses omipod 5 but this complaint says unknown / I prefer not to answer whether it was in modified closed loop. Treatment and management of hypoglycemic shock was not documented. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the e zone of the parkes error grid. No additional patient or event information is available.